Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic bariatric procedure. The stapler gave a slight disarticulate at the time of stapling. Medical or surgical intervention was necessary in order to prevent a permanent impairment of a function because the patient returned to the operating room to close a fistula. There was an additional operation performed and an extension of in the hospital stay. The issue caused temporary injury. Patient status is alive, with injury due to fistula. Gore reinforcement material was used.